Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.50 x 28 mm promus element stent delivery system (sds) was introduced to treat an unspecified lesion the sds had difficulty crossing the lesion and it was noted that the stent edge had flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified distal stent damage. The stent struts of row one at the distal end of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.50 x 28 mm promus element stent delivery system (sds) was introduced to treat an unspecified lesion the sds had difficulty crossing the lesion and it was noted that the stent edge had flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.